Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse verified the 706 syringe-l errors. Fse cleaned and lubricated the syringe assembly lead screws and guide rails. The large syringe was operating without any further errors. Fse ran calibration, quality controls, and precision with acceptable results. Fse then performed a periodic maintenance (pm) and found that the instrument was in use with a column with greater than 2500 injections. However, the instrument was operating to manufacturing specifications. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 13413304 from 01-oct-2017 through aware date 01-nov-2018. There were two (2) similar complaints, including this ticket, identified during the searched period the g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to a dirty syringe drive.

Event description:
The customer reported getting 706 syringe-l error message three times in one day with the g8 instrument. The customer was not able to find any lubricant to troubleshoot. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.